Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user facility that the device was placed in use with pt and the loss of resistance syringe component was not providing proper feedback during epidural placement. According to reporter, pt received dura puncture. No permanent adverse effects to pt reported.